Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia with a blood glucose of 310 mg/dl for several hours after a meal while using the ilet, despite automated dosing, and subsequently performed a full supply change and administered 2¿3 units of insulin manually while remaining connected to the pump, after which glucose declined to 243 mg/dl; the device problem and component involved could not be identified due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the available information was insufficient to determine a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.